Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the patient experienced ventricular asystole. It was presumed the epicardial wires were failing and an emergency permanent dual chamber system was inserted. The epg exhibited normal function throughout the case. At completion of the case one of the nurses noted they were unable to turn off the unit as it was displaying an error message for self-test failure and the ventricular sense light was on. The nurse unit manager was informed and the unit was removed from use and sent to the biomedical department to be serviced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
Additional information received through follow-up indicated that the epicardial wires referred to in the complaint are temporary/disposable, designed for ease of removal and it was not able to be confirmed that they were medtronic product.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator was not functioning normally, that it would not shut off nor that it generated a self-test failure message. Analysis did find that the upper and lower cases and both bail covers were broken, that the ring cover was contaminated, the battery contacts were compressed, the keyboard was scratched and the battery drawer o-ring was missing. (B)(4).